Event description:
The graft was used for cannulation. It was reported that when the surgeon stretched the graft wall. No injury was reported. In spite of repeated efforts, no information on the product serial number could be obtained.

Manufacturer narrative:
Note: all information contained in this report is provided by the manufacturer. Method: no device evaluation was performed since the device was not returned to the manufacturer and the product identifier was not provided. Results: no review of the device history record was done since the product identifier was not provided. Conclusions: please not that the device was not used in an approved indication. No conclusion can be drawn.